Event description:
(B)(6). It was reported thrombus occurred. The patient underwent a left atrial appendage closure (laac) procedure in (B)(6) 2015. A 21mm watchman ® laa closure device was implanted with a 2mm jet noted. A follow up transesophageal echocardiogram (tee) was performed which revealed thrombus on the surface of the watchman ® device. No action was taken. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).